Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low and high blood glucose levels. The customer states their levels had been as high as 500mg/dl. The customer states they could not reset the device and get it to the main menu. The customer states they had delivered too much insulin. The customer was assisted with full set and reservoir change. The customer was advised to keep from placing pump in pocket, and to utilize belt clip. The customer was advised to monitor the device and call back if issues persist.